Event description:
It was reported that intra-operative the patient expired during a procedure to implant a leadless implantable pulse generator (ipg). No deployment issues were noted. After first deployment the leadless ipg was retrieved and moved to low-mid septal position. Before second deployment it was reported that bradycardia was noted and the patient became asystolic. Medication was given. The leadless ipg was deployed for a second time and was tested with satisfactory electrical measurements. At this time the patients oxygen saturation began to drop and the patient appeared to stop breathing. An ambu bag was used to ventilate the patient. The patient¿s blood pressure also dropped. The physician was unable to detect a pulse. Chest compressions were performed. It was determined the patient was in pulseless electrical activity (pea). It was reported that the patient then expired.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra / model #: mc1avr1-delsys / expiration date: 28-feb-2023 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 28-sep-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician felt that the patient's passing may have been related to respiratory arrest of unknown cause.